Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been complete. The reported problem (average current consumption too high) has been confirmed. Upon investigation the monitor was drawing too much current. In addition the monitor failed a pulse delivery test. The cause of the improperly functioning monitor was a defective component u28 (24 bit digital signal processor bga). U28 was drawing too much current from the monitor. In addition, this cause components q10, q12, q13, q16 and q17 to be of tolerance. The root cause of the defective u28 was unable to be positively identified, however the failure rate for this component is low. No adverse event resulted from the improperly functioning monitor. The pt received a replacement monitor.

Event description:
A review of the download data of a (B)(6) old male pt revealed an average current consumption too high flag. The pt was issued a replacement monitor.